Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the sds device was loaded into a launcher guide catheter and there was an inflation accessory device attached to the guide catheter. It was not possible to remove the sds device from the guide catheter due to the deformation of the stent struts. The stent was positioned between the markerbands but not meeting specifications due to deformation of the proximal wraps. Deformation was evident to the mid and proximal stent wraps with struts bunched at the proximal end and stretched at the mid-section. No deformation was evident to the distal tip. It was not possible to perform patency testing as it was not possible to remove the device from the guide catheter. The account confirmed there was no complaint against the launcher guide catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a severely calcified lesion in the left anterior descending (lad) artery. The device was inspected with no issues. Negative prep was not performed. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that stent deformation occurred in vivo during positioning. It was reported that after the pre-dilation process, the stent was advanced to the lesion. During the placement of the stent, strut deformation occurred. It was reported that the system was pulled back and the procedure was completed using another medtronic stent. It was reported that the physician believes the event was due to the use of the device in a difficult lesion morphology/anatomy and not device related. The patient is reported as alive with no injury.